Manufacturer narrative:
Device evaluation: product was returned and found to have evidence of backing-out, as is seen in the provided x-rays. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or surgical factors. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated out of its mating screw post-operatively. The components were removed and replaced with a new construct. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00430.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated out of its mating screw post-operatively. The components were removed and replaced with a new construct. This is report two of two for this event.